Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay using an alternative device; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
This follow-up report was submitted to communicate the device evaluation and the issue resolution.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay using an alternative device; no adverse consequences or medical intervention were reported.